Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The cannulated tapered drill bit was returned. The device had minimal signs of wear from typical usage. The lengthwise groove on the connector-mating end of the device was dented in along the ridge in several places and presented discoloration. The outer segment of the connector-mating end had a different discoloration on it. No other issues could be identified with the returned portions of the device. A functional test was not performed since the mating device was not returned with the complaint device. The received device was manufactured at the selzach site on 29 january 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint was not confirmed for the cannulated tapered drill bit. The device has small scratches, dents and discolorations, but no clear damage or nonconformity that would prevent mating. Since the mating device was not returned with the drill bit, so a functional test was not performable to verify the complaint or not. There was no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause could be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: with s-17576 an invalid lot number was provided, it can be assumed that the correct lot number is f-17576, therefore mre performed for this lot: part: 03.037.021. Lot: f-17576. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 29. Jan. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, on an unknown surgery, the end of the cannulated tapered drill bit cannot be attached to the connector. The flexible screwdriver broke off at the tip. Numerous drill adapter have used to test this out. There are dings in the drill and obviously won't allow the drill to be connected to the drill. Procedure was successfully completed with the use of back-up device and slightly delay of 1 minute. No fragments generated. Patient was not harm. Concomitant device reported: unknown connector (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown surgery that on (B)(6) 2019, the cannulated tapered drill bit cannot be attached to the connector. The flexible screwdriver broke off at the tip. Procedure was successfully completed with the use of back-up device and a slight delay of 1 minute. There were no fragments generated. Patient was not harmed. Concomitant devices: connector (part: unknown, lot: unknown, quantity: 1). This report is for a 10mm cannulated tapered drill bit. This is report 1 of 2 for (B)(4).